Event description:
Ibc from pt stating her cadd legacy pump is malfunctioning. When she tries to program it, it keep alarming, cnss supervisor went through entire programming process and alarm did not stop beeping at the end of programming. No adverse effects experienced by pt during this malfunction. Pt switched over to her back up pump. Pump did get replaced with new pump. Sn (B)(4), exp date: 07/26/2018. No further info. Dose or amount: 30 ng/kg/min, frequency: continuous infusion, route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.